Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple of the same cartridge alarms occurred during insulin delivery. The customer was unable to load a new cartridge as the cartridge alarm kept recurring. Customer was able to reload orginal cartridge to resume insulin therapy. There was no adverse impact to the customer¿s blood glucose level.